Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wire/needle/cannula damaged or missing. The sensor was inserted into the abdomen on (B)(6) 2024. Date of the event is an approximation. On 09/20/2024, it was reported by email that the patient experienced damaged wire after removal 4 days after the sensor had been inserted in the abdomen. 3 weeks after the sensor was replaced, the patient presented to the ed because the area was infected with yellowing and reddening of the area. The patient was given local anesthesia and underwent incision to retrieve the wire. After 18 hours in the ER, the patient was discharged. After the removal, it left a scar on his abdomen described as egg-shaped and discolored with rough edges. He was given unremembered antibiotic and pain medication. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.